Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, no anomalies were found.

Event description:
It was reported that the patient developed an infection. Vegetation was noted on the pulse generator leads and heart valves. The system was explanted. The patient¿s condition before, during and post procedure was stable.